Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported there was uncomfortable stimulation/over stimulation. The patient stated her ins is changing stimulation settings without her doing so. The patient stated her patient programmer shuts down and increases by itself. The patient stated her stimulation is usually around 1v to 2v, but when she checks her patient programmer, she sees that her stimulation is set to 3v. The patient stated 3v is uncomfortable and a couple of days ago it caused her to not use the restroom, number one or number two. The patient reported that after she decreases stimulation back to the desired settings, she is comfortable and can use the restroom again. The patient stated something is wrong because the issue occurred before and the hcp did any x-ray but everything internally was correct so she does not know what else could be causing the issue. The patient stated the uncomfortable stimulation is down her left side and near her belly area. During the call the patient connected her patient programmer to her ins and it showed she was on group a at 3.0v. The patient confirmed that she does not have adaptive stimulation or scheduled therapy, to her knowledge. The patient notices this more at night. It was recommended that the patient keep a log of occurrences to follow-up with her healthcare provider (hcp). The patient was directed to their hcp to check programming and for possible reprogramming. No further complications were reported/anticipated.